Manufacturer narrative:
The reported event for discolored/deteriorated extension was confirmed. Visual inspection of the extension header revealed discoloration due to fluid intrusion. Resistance testing revealed that channel 8 measured open. X-ray analysis showed that channel 8 lead wire was broken at 2.9cm distal to the terminal end.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective stimulation due to high impedances on their leads. During the lead revision on (B)(6) 2025 the extensions were discovered to be corroded, discolored, and the material appeared to have deteriorated. The extensions were then explanted and replaced.